Event description:
The patient reported that about a month ago, they started having issues getting the bolus to deliver. The patient stated that when they tried to position the communicator on their body in the right way and look to see what it said to do, it could not find what it was looking for. Even if they moved it, it would not find what they were looking for. The patient mentioned that they found out, only in desperation, that if they removed it from their skin, it would find it and would go up to 90% and "kick through to 100", but then "it goes to the next hoop to jump through" and this time, it couldn¿t find it again and wouldn¿t react to them taking it off the skin. The patient also mentioned that after about 3 to 4 minutes, it gave them a message that "they wants to terminate this or wait or do something else and they put weight on it and it makes them wait maybe 8 times and finally cuts them off after 15 minutes". The patient noted they were "in a lot of pain or they wouldn¿t need the boluses in the first place". The patient did not have the equipment with them. The agent provided troubleshooting steps verbally. The patient would take themselves through the steps and call back if needed. The patient called back on 2026-may-07. The patient stated their communicator was not working. The patient stated they put the commu nicator on their abdomen and it couldn¿t find the pump, "then they will have to jump through the next hoop to try and get it to bolus". The patient mentioned they were in pain trying to get the device to bolus. The agent asked if the patient had ever cleared the data in the device and the patient stated no. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag at 90%. Ptm information was reviewed. The patient boluses were 5/day. Additional information was received from the patient stating their controller is not working. Patient stated they will put the communicator on the pump and it will go through its circles retrieving, searching, and finding, but it never finds anything. Agent reviewed info and assisted patient with clearing data.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.